Manufacturer narrative:
The ptc investigation result was received on 09-feb-2016: ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no ever reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Follow-up received on 26-feb-2016 follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an ultrasound showed that the coils migrated. She also had fibroids that will be removed along with the essure coils. She will be having a hysterectomy. Her pre-operative exams were scheduled. Essure migration is a serious event due to its medical importance and listed in the reference safety information for essure. Since there is a risk that the device could move out of fallopian tubes, the migration is assessed as related to essure. This case is regarded as incident since a device removal will be required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case mw5058493) in united states on (B)(6) 2015 which refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2012. The consumer received the following concomitant medications: amlodipine (amlodipine), excedrin (acetylsalicylic acid, caffeine, paracetamol, salicylamide) for headache, ferrous sulfate (ferrous sulfate), and iron (iron). After having the essure implanted in 2012, the consumer experienced a lot of side effects: severe pelvic and abdominal pain, lower back pain, excessive heavy bleeding, dizziness, chest pain, swelling, severe leg and knee pain and severe bloating. She has fibroids that will be removed along with the essure coils in 2016. She will be having a hysterectomy. According to her ultrasound, the coils have migrated. She is scheduled for her pre-op on 2015. The reporter mentioned the following event outcome disability and permanent damage, however it was not specified or assigned to one event. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an ultrasound showed that the coils migrated. She also had fibroids that will be removed along with the essure coils. She will be having a hysterectomy. Her pre-operative exams were scheduled. Essure migration is a serious event due to its medical importance and listed in the reference safety information for essure. Since there is a risk that the device could move out of fallopian tubes, the migration is assessed as related to essure. This case is regarded as incident since a device removal will be required. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Legal claim received on 14-jul-2016: on or about (B)(6) 2012, the plaintiff consulted the physician about options for permanent birth control. On (B)(6) 2012, she underwent the essure procedure. Following the implant, she experienced ongoing pelvic pain, bloating, and heavy menses. On (B)(6) 2015, she underwent an ultrasound (transabdominal and endovaginal) to investigate the source of her ongoing pelvic pain. It showed that essure devices may have migrated into the endometrial cavity. That was the first time she knew that essure devices were the cause of the ongoing pelvic pain, bloating and heavy menses that she experienced after the essure procedure. Because essure had migrated and the symptoms that she was experiencing, she had a hysterectomy on (B)(6) 2016 to remove the essure devices. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent birth control and an ultrasound showed that the coils may have migrated into abdominal cavity. She also had fibroids that will be removed along with the essure coils. Around 4 years later, she underwent a hysterectomy and essure devices were removed. A legal claim was received upon follow up. Essure migration is anticipated in the reference safety information for essure. Since there is a risk that the device could move out of fallopian tubes, the migration is assessed as related to essure. This case is regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5058493) on 29-dec-2015. The most recent information was received on 24-jan-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("the coils have migrated into the endometrial cavity / migration of essure into endometrium") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. 871974,971974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1, anemia (lab tests, iron supplements on or about (B)(6) 2008), fibroids and cholecystectomy in 1995. Previously administered products included for hypertension: amlodipine from 2008 to (B)(6) 2018; for depression: diazepam from 2012 to 2015; for an unreported indication: lisinopril hctz from 2008 to 2009. Concurrent conditions included headache, obesity, diarrhea, constipation, loss of energy, night sweats, genital discharge abnormality, menometrorrhagia and leiomyoma nos. Concomitant products included medroxyprogesterone (depo provera) for birth control, excedrin [acetylsalicylic acid,caffeine,paracetamol,salicylamide] for headache as well as amlodipine since 2009, ferrous sulfate, ibuprofen (motrin) since (B)(6) 2015, ibuprofen since 2007, iron and naproxen sodium (aleve) since (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain / pain pelvic (constant, severe at times, mild at other times)"), abdominal pain ("severe abdominal pain / abdominal pain (constant,severe at times, mild at other times)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced fatigue ("fatigue / extremely tired"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced menorrhagia ("excessive heavy bleeding, heavy menses / menorrhagia / severely heavy menstrual cycles going through pads in no time at all due to the severe blood clotting") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2016, 4 years 4 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain / back pain"), dizziness ("dizziness"), chest pain ("chest pain"), swelling ("swelling"), pain in extremity ("severe leg pain"), arthralgia ("severe knee pain"), abdominal distension ("severe bloating (looking like I was 7 months pregnant)"), uterine leiomyoma ("fibroids"), mood swings ("excessive mood swings"), hot flush ("severe hot flashes"), peripheral swelling ("severe swelling in legs, hands,feet"), abdominal pain lower ("shooting pain throughout my lower abdominal area and legs"), walking distance test abnormal ("problems walking long distance"), mobility decreased ("not able to move") and stress ("very stressful"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy laparoscopic). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, abdominal pain, back pain, menorrhagia, dizziness, chest pain, swelling, pain in extremity, arthralgia, abdominal distension, uterine leiomyoma, vaginal haemorrhage, headache, weight increased, mood swings, hot flush, peripheral swelling, abdominal pain lower, walking distance test abnormal, mobility decreased and stress outcome was unknown and the pelvic pain, genital haemorrhage, migraine, dysmenorrhoea and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, chest pain, device expulsion, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mobility decreased, mood swings, pain in extremity, pelvic pain, peripheral swelling, stress, swelling, uterine leiomyoma, vaginal haemorrhage, walking distance test abnormal and weight increased to be related to essure. The reporter commented: last menstrual period (B)(6) 2011. Vaginal us-uterus is normal size with essure appearing in proper location but with several fibroids. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion of fallopian tubes procedures performed as a result of these problems- endometrium biopsy performed, pap smear. On (B)(6) 2011, bilateral screening mammogram was negative. There is no mammographic evidence of malignancy. A 2 year screening mammogram is recommended. On (B)(6) 2012, endometriu m, biopsy : benign endometrium showing dysynchronous features (combined proliferative and secretory type appearance), and evidence of bleeding, no dysplastic or hyperplastic change identified, endometrial biopsy. On (B)(6) 2015, us transabdominal and endovaginal pelvis: fibroid uterus. Right ovary(s) not visualized. Tiny amount of fluid in the endometrium. As compared to hysterosalpingogram of (B)(6) 2012, there appears to be proximal migration of one or both coils into the uterine cavity. On (B)(6) 2016, surgical pathology report : cervix: chronic cervicitis and squamous metaplasia. Endometrium: proliferative endometrium. Myometrium: leiomyomas and adenomyosis. Right fallopian tube: segment of benign fallopian tube with endometriosis. Left fallopian tube: segment of benign fallopian tube. The endometrial cavity measures 4.5 cm in length and has a soft tan endometrium which measures 0.2 cm in thickness. The endometrial cavity contains a coil which is firmly adherent to the endometrium which may represent a remnant of an intrauterine device (possible copper t iud) measuring 1.5 x 0.2cm. No mucosal polyps are noted. Most recent follow-up information incorporated above includes: on 24-jan-2018: pfs received - new events, ¿abnormal bleeding, vaginal bleeding, migraines, headaches, dysmenorrhea (cramping), fatigue / extremely tired, weight gain, excessive mood swings, severe hot flashes, severe swelling in legs, hands,feet, shooting pain throughout my lower abdominal area and legs, problems walking long distance, not able to move, very stressful were added. Lot number was added. Product implant date was updated. New reporter were added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 29-dec-2015. The most recent information was received on 16-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("the coils have migrated into the endometrial cavity / migration of essure into endometrium") and genital haemorrhage ("abnormal bleeding") in a 48-year-old female patient who had essure (batch nos. 871974 valid and 971974 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1, anemia (lab tests, iron supplements on or about (B)(6) 2008), fibroids and cholecystectomy in 1995. Previously administered products included for hypertension: amlodipine from 2008 to (B)(6) 2018; for depression: diazepam from 2012 to 2015; for an unreported indication: lisinopril hctz from 2008 to 2009. Concurrent conditions included headache, obesity, diarrhea, constipation, loss of energy, night sweats, genital discharge abnormality, menometrorrhagia and leiomyoma nos. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as amlodipine since 2009, ferrous sulfate, ibuprofen (motrin) since (B)(6) 2015, ibuprofen since 2007, iron and naproxen sodium (aleve) since (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted and removed on (B)(6) 2016. A new essure was inserted on (B)(6) 2012. In (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain / pain pelvic (constant, severe at times, mild at other times)"), abdominal pain ("severe abdominal pain / abdominal pain (constant,severe at times, mild at other times)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced fatigue ("fatigue / extremely tired"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced menorrhagia ("excessive heavy bleeding, heavy menses / menorrhagia / severely heavy menstrual cycles going through pads in no time at all due to the severe blood clotting") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2016, 4 years 4 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain / back pain"), dizziness ("dizziness"), chest pain ("chest pain"), swelling ("swelling"), pain in extremity ("severe leg pain"), arthralgia ("severe knee pain"), abdominal distension ("severe bloating (looking like I was 7 months pregnant)"), uterine leiomyoma ("fibroids"), mood swings ("excessive mood swings"), hot flush ("severe hot flashes"), peripheral swelling ("severe swelling in legs, hands,feet"), abdominal pain lower ("shooting pain throughout my lower abdominal area and legs"), walking distance test abnormal ("problems walking long distance"), mobility decreased ("not able to move") and stress ("very stressful"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy laparoscopic). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, abdominal pain, back pain, menorrhagia, dizziness, chest pain, swelling, pain in extremity, arthralgia, abdominal distension, uterine leiomyoma, vaginal haemorrhage, headache, weight increased, mood swings, hot flush, peripheral swelling, abdominal pain lower, walking distance test abnormal, mobility decreased and stress outcome was unknown and the genital haemorrhage, pelvic pain, migraine, dysmenorrhoea and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, chest pain, device expulsion, dizziness, dysmenorrhoea, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mobility decreased, mood swings, pain in extremity, pelvic pain, peripheral swelling, stress, swelling, uterine leiomyoma, vaginal haemorrhage, walking distance test abnormal and weight increased to be related to essure. The reporter commented: last menstrual period (B)(6) 2011. Vaginal us-uterus is normal size with essure appearing in proper location but with several fibroids. The patient also had as concomitant drug excedrin for headache diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion of fallopian tubes procedures performed as a result of these problems- endometrium biopsy performed, pap smear. On (B)(6) 2011, bilateral screening mammogram was negative. There is no mammographic evidence of malignancy. A 2 year screening mammogram is recommended. On (B)(6) 2012, endometriu m, biopsy : benign endometrium showing dysynchronous features (combined proliferative and secretory type appearance), and evidence of bleeding, no dysplastic or hyperplastic change identified, endometrial biopsy. On (B)(6) 2015, us transabdominal and endovaginal pelvis: fibroid uterus. Right ovary(s) not visualized. Tiny amount of fluid in the endometrium. As compared to hysterosalpingogram of (B)(6) 2012, there appears to be proximal migration of one or both coils into the uterine cavity. On (B)(6) 2016, surgical pathology report : cervix: chronic cervicitis and squamous metaplasia endometrium: proliferative endometrium myometrium: leiomyomas and adenomyosis right fallopian tube: segment of benign fallopian tube with endometriosis left fallopian tube: segment of benign fallopian tube the endometrial cavity measures 4.5 cm in length and has a soft tan endometrium which measures 0.2 cm in thickness. The endometrial cavity contains a coil which is firmly adherent to the endometrium which may represent a remnant of an intrauterine device (possible copper t iud) measuring 1.5 x 0.2cm. No mucosal polyps are noted. Quality-safety evaluation of ptc: lot numbers: 871974 (valid) / 971974 (invalid): unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2018: quality-safety evaluation of ptc, report also returned to health authority. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.